Manufacturer narrative:
Manufacturer's investigation conclusions: a pump stop event was confirmed via the log file data provided by the account. The submitted log files contained overlapping data spanning from day 1035 hour 12 minute 28 to day 1037 hour 0 minute 58, per the time stamps. A pump stop event was captured on day 1036 hour 4 minute 39. No other notable alarms were captured in the log files and a root cause for the pump stop event could not be conclusively determined through this investigation. It was reported that the patient was not symptomatic at the time of the event. The heartmate ii lvas patient handbook includes important warnings related to pump stops. This document, as well as the heartmate ii lvas IFU, outlines all system controller alarms and the appropriate actions associated with them. The patient remains ongoing on vad-61041 and no further events have been reported at this time. No additional event information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported a "clock reset" and "replace system" were observed for a hmii epc patient. The event occurred while the patient was sleeping. The self-test on the controller was fine and the patient had no symptoms. During log file analysis, a pump stop due to a loss of power to the controller was captured. The clock did not reset in the log file but it did show an out of sequence time stamp at the time of the pump stop. No additional information was provided.